Event description:
It was reported that in (B)(6) the patient had her ins moved because it was coming out of her skin. This resulted in an infection, but "that was taken care of." The patient was currently looking for a new hcp. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 435135, lot# serial# (B)(4), implanted: (B)(6) 2008, explanted: product type lead: product ID 435135, lot# serial# (B)(4), implanted: (B)(6) 2008 explanted: product type lead: (B)(4).